Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the hospital when low sensing amplitude was observed. Lead was explanted and replaced.